Manufacturer narrative:
The prevena¿ incision management system device identifier was not provided and the device was not returned. Date of event: the specific date of event was not provided. The study included patients who had undergone spine surgery between (B)(6) 2013 and (B)(6) 2014. Based on the information provided, it cannot be determined that the alleged wound dehiscence is related to the prevena¿ incision management system. The physician was uncertain if the prevena¿ incision management system caused or contributed to the event. Patients in the study were selected for having an increased risk of complications based on both there comorbidity and the nature of their surgery. The article noted "no adverse effects were noted secondary to vac application." There was no allegation, indication or evidence that the wound dehiscence was related to prevena¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. The v.a.c.® therapy system should be considered for treatment of these wounds.

Event description:
On (B)(6) 2019, the following information was received by kci after a review of journal article "use of incisional vacuum-assisted closure in the prevention of postoperative infection in high-risk patients who underwent spine surgery: a proof-of-concept study" published online 10-may-2019; doi:10.3171/2019.2.spine18947: the article noted in table 4 one patient out of twenty-one patients had a wound dehiscence that noted a "global need for reop". It was noted that the physician was uncertain if the prevena¿ incision management system caused or contributed to the event. The article noted that v.a.c.® granufoam¿ dressing was used in conjunction with the prevena¿ incision management system for a total of five days. The article noted "no adverse effects were noted secondary to vac application." The prevena¿ incision management system was not returned and a lot number was not provided; therefore, neither a device evaluation nor a device history record review could be performed.